Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, insulation abrasion was observed. A potential lead to lead or lead to can abrasion was suspected. No electrical anomalies were detected on the rv lead. The physician decided to use a competitor lead repair kit on the lead at the site of the visual anomaly. The procedure concluded without adverse event. The patient was in stable condition post-procedure.